Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted the diaphragmatic stimulation reoccurred and the output of the lv lead was decreased.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.